Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. Vegetation in the heart was noted. The implantable cardioverter defibrillator (ICD) system was explanted. Antibiotic treatment for the patient was necessary. No further patient complications have been reported as a result of this event.